Event description:
Patient report that the lancet carrier is not properly retracting, resulting in the lancet protruding from the end-cap. No resultant injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.